Event description:
It was reported to nuvectra that the patient experienced intermittent pain due to the stimulator hitting the iliac crest. A revision surgery was performed to re-positioned the stimulator and the patient is recovering.